Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The defect reported by the customer has been verified and repaired.on inspecting the device, further deficiencies were found to be impairing device function. Cable in good condition. Motor rotation blocked (rusted motor). Motor replaced. A review into the depuy synthes mitek complaints system revealed no other complaints for this device's serial number. At this point in time, no corrective or preventative actions are required as the device has been repaired. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. Incorrect codes were selected. Correction made.

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The defect reported by the customer has been verified and repaired. On inspecting the device, further deficiencies were found to be impairing device function. Cable in good condition. Motor rotation blocked (rusted motor). Motor replaced. A review into the depuy synthes mitek complaints system revealed no other complaints for this device's serial number. At this point in time, no corrective or preventative actions are required as the device has been repaired. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed however, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the customer in (B)(6) that during a shoulder arthroscopy surgical procedure, it was observed that the 8022 hand pc tornado shaver device was rotating with difficulties and put the pump into default mode. Another shaver was used to complete the case without delay. No patient consequences. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Awareness date reported on follow up report 1 as may 16, 2017 but should have been january 26, 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.